Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis symfony multifocal intraocular lens (model zxr00 and +19.0 diopter) was explanted from patient's operative eye due to diopter change. No further information provided.

Manufacturer narrative:
The following additional information was provided. The following sections were updated accordingly. Age/date of birth: (B)(6) 1971. Gender/sex: male. If implanted, give date: (B)(6) 2018. If explanted, give date: (B)(6) 2018. Dr. (B)(6). Health professional: yes. Occupation-physician. All pertinent information available johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 7/10/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received attached with tape on a lens holder. Investigation of the sample shows that the lens was cut, most probably to make explant possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.